Manufacturer narrative:
(B)(4). S/w 4.11c. Retainer ring = black. Case type = ngp. On (B)(6) 2022, the customer alleged was for pump under delivery, hospitalized for high bg and dka. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked select button keypad overlay and cracked case near the corner of belt clip rails during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of 14-nov-2022, there is no unexpected alarms/suspends and found zero or no bolus delivery and the daily total of bolus insulin delivered are 0 u. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.1 mv). In summary, pump passed all required testing. Unable to verify customer alleged for high bg and dka. The force sensor is within specification. Customer alleged for the pump under delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose level on (B)(6) 2022. Customer's blood glucose value was 600 mg/dl at the time of the incident. Customer¿s current blood glucose level was 142 mg/dl. The customer declined troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as feeling sick, unwell, increased thirst. The customer was treated with intravenous insulin drip. Customer reported bolus was not delivered. No further patient complications were reported. The device was returned for analysis.

Event description:
The insulin pump was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Case type = ngp . On (B)(6) 2022, the customer alleged was for insulin pump under delivery, hospitalized for high blood glucose and diabetic ketoacidosis. The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with pillowing keypad overlay, cracked select button keypad overlay and cracked case near the corner of belt clip rails during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review of the insulin pump history on the event date of november 14, 2022, there is no unexpected alarms/suspends and found zero or no bolus delivery and the daily total of bolus insulin delivered are 0 u. Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Insulin pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.1 mv). In summary, insulin pump passed all required testing. Unable to verify customer alleged for high blood glucose and diabetic ketoacidosis. The force sensor is within specification. Customer alleged for the insulin pump under delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.